Event description:
(B)(4) study. A pt (B)(6), was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 2.0ml coaptite on (B)(6) 2009. The pt developed a mild urinary tract infection on (B)(6) 2010 ((B)(6) months post injection). The uti was treated with antibiotics from the pt's primary care physician, which resolved on (B)(6) 2010. However, at the resolution of the uti, the pt began experiencing urge incontinence. The pt was treated with intravesical botox injections on (B)(6) 2009, for the urge incontinence. Dr (B)(6) does not feel that either adverse event was related to the coaptite implant.

Manufacturer narrative:
(B)(4). This event was reported in the line listing for the (B)(4) study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required antibiotics to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1011659 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.